Event description:
Additional information: the device was dropped. The fault did not occur while in use with a patient and caused no patient or clinician harm.

Manufacturer narrative:
One device was received for investigation. The device was received in with a missing patient output connector, cracked housing around the battery compartment, damaged battery holder assembly, am cam broken off, missing relief pressure knob, and the manometer is out of spec. The device was visually inspected and functionally tested. The reported complaint was confirmed. The reported problem was caused by impact to the device. No action will be taken. The device has been deemed beyond economical repair due to the extensive repairs needed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: b3: date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device required "repair and overhaul". No further information known at this time.